Event description:
Healthcare professional reported "deflation". Healthcare provider later reported "hole on patch side" and "plug strap separated". This record is for the right-side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation/plug strap separated: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Reason for reoperation: "plug strap separated".

Event description:
Healthcare provider later reported "hole on patch side" and "plug strap separated". Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "deflation". This record is for the right-side. Device remains implanted. The device will be returned.